Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Halfway through an radiofrequency atrial fibrillation ablation procedure, the side arm of the sheath fell off. The sheath was removed and replaced with no adverse patient consequences other than an increased procedure length. The procedure was completed with no complications and the patient was stable after the case. The sheath side arm was not subject to any excessive stress prior to its failure.